Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported that implant at tooth site lr8 caused pressure on nervus mandibularis and implant was removed. Paresthesia was reported as a result of the event.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. One imp, tsv, mcol mg, 3.7mm, 10m (tsvmb10) was returned for investigation. Visual evaluation of the as returned product identified signs of use but no apparent signs of malfunction. The device could not be functionally tested for the reported event (medical: other) due the nature of the event and device. Measurements were taken using cal1322. Following dimensional analysis, the device was determined to be within specification. No pre-existing conditions were noted in the per. The reported device had been placed on reported tooth site lr8 (palmer) for approximately 1month. Note: the device sterile expiration date was sep 30, 2021. However, it was reportedly placed on may 16, 2022 (8 months outside the sterile time frame). Device history record (DHR) review for the lot: (63434613) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (st3076). Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications complaint history review was performed for the reported lot number: (63434613) for similar events (complaint category keywords: medical: other) and no other complaint was identified. Therefore, based on the available information device malfunction did not occur. Additionally, the reported event could not be verified since patient anatomical/physiological conditions were unknown/unverifiable.

Event description:
No further event information is available at the time of this report.